Manufacturer narrative:
Bad (B)(6) 2017. Root cause: the sensor pcb passed all test, no faults are found on this returned sensor pcb. The reported complaint of error codes 9003, 5003 was not duplicated.

Event description:
During service, the field service engineer noted a vent inop condition; flow sensor failure in the diagnostic history log. No patient involvement.